Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. The dentist has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4) ¿ the dentist reported that 8 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 65 ncm of primary stability was achieved, the patient presented bone type iii and immediate implant and immediate load procedures were performed.